Event description:
It was reported the lead displayed noise and t wave over-sensing. Additionally, the device was set to store tip to ring on electrocardiograms, but sensed the tip to coil. Pocket manipulations and physical maneuvers were applied and over-sensing was not reproduced. It was noted, that at least on one occasion, the patient was playing with a very strong magnet and uses electronic devices such a I pads "a lot." The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.